Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead was showing high pacing thresholds. At the explant attempt, the lead tip broke off. The lead was partially, surgically abandoned. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was showing high pacing thresholds. At the explant attempt, the lead tip broke off. The lead was partially, surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
The allegation(s) in this complaint have not been confirmed as there was not enough information provided in the complaint and the product has not been returned for analysis. This lead was determined to meet the inclusion criteria for a corrective action- preventive action group. Tip separation during removal results from a mixture of lead handling, patient anatomy, and lead design. The conclusion code of "cause traced to device design" has been selected as the cause within bsc control. Patient code 3191 captures the reportable event stating that the patient was sent to surgery. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.